Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported during programming prior to pt use the device touchscreen did not work. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.